Manufacturer narrative:
This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. (B)(6). The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the trigger of the device was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device has a sticky trigger, the attachment would not disengage from the coupling, the motor was worn, would not run and the electrical control unit was damaged. It was further reported that the device failed pretest for change ten times from forward to reverse at full speed, check the off/forward/reverse mode, check the battery coupling, trigger test, check the cannulation. It was noted in the service order that the device had a defective control unit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.